Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "heart racing" at times. This has been intermittent since implant. The physician has noted elevated thresholds and has indicated that when the pacemaker is ready to be replaced, will check the rv lead to see if it needs revision. The device remains in use. No patient complications have been reported as a result of this event.